Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, that during a meniscal repair procedure the first implant on two of their truespans plga 12 degree would not fully deploy off of the needle. The implants on both devices were never implanted in the patient. The procedure was completed with a third like device with no patient harm or surgical delay to the case. The sales rep stated that the surgeon has lots of experience with truespan. The sales rep was not present for the case therefore could not provide any further information. The devices will be returning for evaluation. This report is for one (1) truespan 12 degree plga. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received and evaluated. The red trigger lever mechanism is broken. There were no anomalies noted on the distal end of the device. The sleeve was removed from the shaft and both of the implants and the suture are inside of the device. The probable root cause of this failure is an excessive force was applied to the trigger handle when the distal end of the device was up against a hard surface such as a bone. This causes the spring that is used to return the handle to its original position to have fallen off the post that secures it. This complaint can be confirmed. No nonconformances were identified for this part number, lot number combination per qlik query executed on 09/27/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. No nonconformances were identified for this part number, lot number combination per query executed on 09/27/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.